Event description:
Report of explant of device system due to "rotor not turning" rec'd per annual device tracking report. Symptom experienced by the pt was "poor pain control". The device system was replaced and the pt now has "stable pain control". No product has been returned to MFR for analysis.